Event description:
It was reported that the user experienced a severe low blood glucose event with feelings of pronounced weakness and sleepiness, and later reported a low reading of 65 after dinner that was treated with oral carbohydrates and subsequently overtreated; no device malfunction details were identified and device component information was insufficient. Symptoms included hypoglycemia. Outcomes included the need for medication in the form of oral glucose. Investigation included communication with the user and analysis of information provided by the user or a third party. Investigation of this case revealed no findings available, with insufficient information regarding a medical device problem and insufficient device component information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.